Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted at a surgical intervention due to failure to capture and very low sensing. There is reasonable evidence suggesting a lead perforation according to a physician observation. The lead was replaced at the same surgical procedure for a new lead. No additional adverse patient effects were reported.